Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with lens rotation. In a separate visit the lens was repositioned. In a third visit the lens was exchanged for a same model and size lens but different axis. The replacement lens resolved the problem.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found optic broken, haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).